Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic. Upon interrogation, it was found that the right atrial( ra) lead exhibited high pacing impedance and high capture thresholds. Corrective programming changes were made on (B)(6) 2021. The patient did not suffer any adverse consequences throughout the event.